Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the left ventricle (lv) lead exhibited high capture threshold. The lv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.